Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, "line 10 dead ender pushed over third barb and bonded again." The product was changed out, there was no blood loss, and surgery was completed successfully. There was no delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device; however, inventory samples were evaluated. Tubing was pushed over the first barb, no bonding agent was present, and tubing could be removed without difficulty. The complaint was not confirmed. The pack was revised to remove this line in the pack. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up.